Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced molding defects. The following information was provided by the initial reporter: the customer stated "before use, the customer found a damaged cap of the tube."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for molding defect with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced molding defects. The following information was provided by the initial reporter: the customer stated "before use, the customer found a damaged cap of the tube."